Manufacturer narrative:
Information in section f10 is provided by the manufacturer the clinic does not suspect that the equipment is the cause of their dlk. The clinic has been experiencing a cluster of dlk cases and the amo clinical development manager is assisting them with their investigation. The clinic plans on installing hepa filters in the future. All pertinent information available to amo has been.

Event description:
The customer reported that two patients treated for laser vision correction on the same surgery day presented with 1+ dlk (diffuse lamellar keratitis) at the post-op examination. The clinic reported that all cases of dlk have resolved.